Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, both pumps exhibited a ?no disposable, pump won't run" alarms after changing treprostinil cassette. Per reporter, patient resolved alarm with new cassette. No adverse patient effects were reported. Per reporter no additional details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).